Manufacturer narrative:
H.6. Investigation: the complaint of thrombus was inconclusive because no sample was returned to vad for evaluation. Based on the description of the reported event, possible contributing factors include catheter maintenance and patient physiological response; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. A device history review (DHR) cannot be performed as no lot number was provided by the complainant. H3 other text : see h.10.

Event description:
It was reported by the health canada website that a facility reported a thrombosis thrombus event . An unexpected medical intervention was reported. No further information. Cause not established.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the health canada website that a facility reported a thrombosis thrombus event . An unexpected medical intervention was reported. No further information. Cause not established.